Event description:
No additional information was provided by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut pink rubber. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasonic gastrovideoscope had dead image areas at the 1 o¿clock, 3 o¿clock, and 9 o¿clock positions and was not providing an image. There were no reports of patient harm.